Manufacturer narrative:
Other, other text: b5: additional information received at smiths medical 05-aug-2021: there was no patient involvement with any of the pumps. The issues occurred during testing. H6: event problem and evaluation codes: updated after device evaluation h10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device intact. The customer stated problem, "piezo problem" was duplicated. When tested in mu mode the volume level of the speaker was very low. The piezo (speaker) was faulty and it was replaced. The cause of the reported problem could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
Information was received indicating that the speaker of a smiths medical cadd solis vip pump was not working. No adverse effects were reported.